Manufacturer narrative:
A 660-pound disposable repo sheet was used during the event and the patient was on a sizewise big turn frame. The customer notes that the device did not provide any audible or visual messages/alerts prior to the alleged event. The delay was reported as approximately one minute to get the patient lowered to the bed during the event. Follow-up attempts were made with the customer to determine if they believed user misuse was involved in the event; however, the customer replied stating additional details of the investigation were confidential. It is noted that the hillrom account executive met with the facility unit managers, quality, education, and director to review details following the event. In assessment of multiple rooms and lift devices in the facility they found that staff had tied the red emergency stop cord to the hand pendants. The account executive states this could cause the cord to get pulled unintentionally if the patient is thrashing or if the hand pendent is stretched out during use. The account executive additionally states during this discussion with the facility teams, it was demonstrated the correct height to lift a patient, as it was noted that the staff were lifting 6-8 inches above the bed frame, leading for the frame to not go any higher for patient rescue. Likorall overhead lift is a general-purpose liko lift with the intended use as an aid in lifting and transferring patients in health care, intensive care, and rehabilitation. It is an electrically powered mobile lift, i.e., both raising and lowering the lift arm and width adjustment of the base are done with electric motors and can manage loads up to 250 kg (550 lb.). The device instructions for use (IFU) state the following on the emergency stop: for emergency stop: pull the red emergency stop cord. To reset: turn the button in the direction of the arrows. The red cord on the lift motor¿s end cover is intended for use if an emergency situation occurs. The device IFU states the following on troubleshooting related to the emergency stop: (1) if the lift does not work: make sure that the emergency stop button has not been activated (shall not be pressed in). (2) if the lift is stuck in the high position: make sure that the emergency stop button has not been activated (shall not be pressed in). The device IFU states the following on the electrical emergency lowering: emergency lower by pushing the down arrow button on the end cover of the lift. Always ensure that the emergency lowering is made to a bed, wheelchair, or other suitable location. The reposheet ultra positioning aid is used with a range of liko bariatric lifting solutions and has a safe working load of up to 500 kg / 1,100 lbs. Directly following the event, the facility weight tested the unit up to the 550lbs and it functioned and performed as it should. Additionally, inspection by a hillrom technician tested and confirmed the device emergency lowering was functional. The lift was noted to be working to specs and functioning as designed. The event involved a patient death during use of the device; however, the customer states the cause of death as acute hypoxic respiratory failure due to congestive heart failure and notes from their investigation to date does not indicate that the lift equipment directly caused the death. It was alleged that the device would not lower, staff pulled the emergency stop (thinking it was for emergency lowering), leading to a one-minute delay and cutting the patient from the sling to perform CPR. It is likely that the event occurred due to misuse of the device, as the customer notes the team being unaware of the function for the emergency stop, unaware of the function for emergency lowering, found multiple devices in the facility with the emergency stop cord tied to the hand pendent of the device, and staff using incorrect lifting heights above the bed frame leading to the frame to not go any higher to meet the patient for rescue. Procedures for prevention of this type of event are outlined per the IFU as noted above noting that when the emergency stop is pulled it deactivates the device from working until reset by turning the button in the direction of the arrows. The customer has requested follow up education for staff and hillrom is currently working with leaders to provide this. The device was noted to be functioning as designed; however due to the patient death and likely misuse of the device, hillrom is reporting this event.

Event description:
It was reported by the hillrom account executive on behalf of the customer that during use of a likorall 250 to boost a patient up in bed, the patient began to panic while up in the sling, staff attempted to lower the sling and stated the device buttons were not working (conflicting stories on the device working for a brief second or not working at all), the staff then pulled the red emergency stop on the device (as they thought it was for emergency lowering), the patient became unresponsive with no pulse, the staff then cut the patient out of the sling and began emergency medical resuscitation with no recovery of the patient. The customer states the cause of death as acute hypoxic respiratory failure due to congestive heart failure and notes from their investigation to date that they do not indicate that the lift equipment directly caused the death. This report was filed in our complaint handling system as (B)(4).